Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an open procedure, the patient had bleeding at the staple line and required the anastomosis to be re-done. The patient underwent another surgery to repair the bleeding and had to re-resect and re-staple the anastomosis. There was unanticipated tissue loss and damage due to the device issue and additional tissue needed to be resected. The patient also had extended hospital stay for four days due to the issue.